Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: catalog number has been corrected. Section d4: UDI has been corrected. Section h6: investigation conclusions has been corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on 20dec2023. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The alarm was observed to have cleared and reactivated with similar conditions several times throughout the remainder of the data, and the alarm did not prevent the system from operating as intended. No other notable events were observed. The returned system controller (serial number (B)(6) ) was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced, even after extended testing of the controller where multiple load tests and backup battery usages were performed. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate this issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 1 day ((B)(6) 2023 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 2023. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The alarm was observed to have cleared and reactivated with similar conditions several times throughout the remainder of the data. No other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced, even after extended testing of the controller where multiple load tests and backup battery usages were performed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery (bb) fault alarm. The patient was just discharged after a lengthy hospitalization (none pump related) and had their first follow up visit on (B)(6) 2023. On (B)(6) 2023, the patient began having bb faults. It was noted that this was the patients third bb fault on their current system controller. The log files confirmed a bb fault on (B)(6) 2023 bb failing the load test. The patients system controller was exchanged, and a replacement was requested. The log files confirmed a bb fault on (B)(6) 2023 bb failing the load test.

Manufacturer narrative:
Section a: patient weight was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.